Event description:
Cancer patient with unspecified "illness" was hospitalized based on a creatinine result of 13.8 mg/dl from the suspect device. The following day, an alternate method (jaffe reaction) was used to assay the sample with a result of 2.0 mg/dl. The treating physician believed the 2.0 mg/dl value better fit the patient's condition. The patient was transfused with 2 units of blood, but the reporting technician did not know if this was before or after the creatinine test.